Event description:
It was reported that ventricular pacing losses and syncopes due to oversensing occurred in the long-term ECG of a pacemaker implanted for 4 years. The pacing losses could be confirmed with the help of manipulations and provocation by movement.

Manufacturer narrative:
The follow-up data enclosed in the return shipment and the external ecgs were analysed. A long-term ECG with breaks was carried out in 2008. Follow-up data from four days later was provided. At this time, amplitude and pulse width were programmed the same as during the analysis, except for a unipolar pacing polarity. The atrial and ventricular pacing thresholds were measured. Both thresholds showed no anomalies. An intracardiac iegm from that day showed correct pacing and sensing. Many tachy episodes had been stored in the statistics of the follow-up data. The analysis results did not indicate any material defect or manufacturing error. The pacemaker is within all specifications.